Event description:
In this case the customer reported that the monitor in the exam room does not work; no live image. The device was outside of use. No patient or user harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint (B)(4).

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that no display in live x-ray monitor. Upon functional testing, fse checked the monitor and found that the configuration of the monitor had changed itself to non-expand mode as a result of this, no live images on monitor. Fse reconfigured the monitor and switched it to expand mode. After reconfiguration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.